Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 6/10. Pt presented to hospital on 6/15 with groin pain and a temp. Pt began bleeding after a large ball of pus burst at the site. Pt was admitted to hospital for antibiotic therapy. Culture showed e-coli.